Event description:
It was reported by the customer, the evis exera ii duodenovideoscope had three (3) consecutive positive cultures. On (B)(6) 2021, the scope tested positive for escherichia coli with a production of a broad-spectrum beta-lactamase, pseudomonas aeruginosa extremely resistant strain, and klebsiella pneumoniae. On (B)(6) 2021, the scope tested positive for pseudomonas aeruginosa, klebsiella pneumoniae, and escherichia coli. On (B)(6) 2021, the scope tested positive for escherichia coli, pseudomonas aeruginosa and staphylococcus epidermidis. The scope was not used in between testing. Double disinfections had been carried out in addition to a careful manual cleaning with a brush between one culture and another. It was thought to have been biofilm. The facility had reported two (2) evis exera ii duodenovideoscopes had positive cultures. The user reported no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This complaint is related to (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the cleaning, disinfection, and sterilization (cds) results, the hygiene microbiological investigation report, the device evaluation, and the legal manufacturer¿s investigation. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The scope channels were precleaned with anioxide synergy 5. The scope channels and distal end were manually cleaned with anioxide synergy 5 and a pultru brush. The scope was not manually disinfected. Soluscope 4 was used as the automatic endoscope reprocessor (aer) along with soluscope cln 5l detergent and soluscope paa 5l disinfectant. The scope was stored vertically in a storage cabinet with drying function. Olympus was used for repair and maintenance. The scope was not sterilized. The culture test was not carried out on the aer. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. Less than one (1) colony forming unit (cfu) of microorganisms was identified in the channels and no microorganisms were found in the distal end. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the plastic distal end cover was damaged and the bending section cover glue was separated and discolored. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue could not be conclusively specified. It was likely due to the following investigation result that the event was unlikely related to the device. ·escherichia coli, pseudomonas aeruginosa, and klebsiella pneumoniae were detected from the culture testing by the user after reprocessing. When olympus tested the device after reprocessing in accordance with the instructions for use (IFU), the same kinds of microorganisms were not detected. ·nonconformity which related to the cause of the event was not confirmed from the device inspection. The relationship between the suggested event, the positive culture test, and the reprocessing was not able to be specified as the information was not useful from the cds checklist the user facility provided. The instructions for use (IFU) provides the following guidelines: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.